Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/gradually increased in intensity") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included menses irregular, abdominal pain, leg pain, breast pain, menstrual disorder, chronic cervicitis, adenomyosis, uterine bleeding and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced burning mouth syndrome ("burning mouth syndrome/ burning mouth disease"). In december 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2013, the patient experienced periodontal disease ("dental problems: periodontal disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/gradually increased in intensity"), middle insomnia ("sleep disruption") and fatigue ("fatigue"). The patient was treated with lidocaine, povidone-iodine (mouth wash), mouth wash and surgery (plaintiff underwent laparoscopic hysterectomy(full) and bilateral salpingectomy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, headache, periodontal disease and middle insomnia outcome was unknown and the burning mouth syndrome and fatigue had resolved. The reporter considered bladder disorder, burning mouth syndrome, fatigue, genital haemorrhage, headache, menorrhagia, middle insomnia, migraine, mood swings, pelvic pain, periodontal disease and urinary tract disorder to be related to essure. The reporter commented: upon information and belief; after this procedure, she underwent the required hsg procedure. On unspecified date she began to experience pelvic pains and increased bleeding during menstruation. Those symptoms started out minor and gradually increased in intensity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: placed correctly. Pathology test - on (B)(6) 2011: gross description: received labeled "kurpfnsky" and uterus, cervix, and bilateral fallopian tubes is a hysterectomy specimen consisting of uterus with attached bilateral fallopian tubes and detached cervix. The uterus is previously opened. The uterus and cervix is 9.5 x 6 x 5 cm and 90 gm. The serosa is gray and smooth. The 3.2 cm wide cervix displays gray and smooth ecto-cervical mucosa surrounding centrally located 0.6 cm wide os. The endocervical canal is by gray partially rugated mucosa. The endometrial cavity is lined by soft endometrium. A coiled, metallic, sliver-colored material is present in the proximal portion of both fallopian tubes extending into the cornua.. Ultrasound pelvis - on (B)(6) 2011: impression: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/gradually increased in intensity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("increased bleeding during menstruation/gradually increased in intensity"). The patient was treated with surgery (plaintiff underwent laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: upon information and belief; after this procedure, she underwent the required hsg procedure. On unspecified date she began to experience pelvic pains and increased bleeding during menstruation. Those symptoms started out minor and gradually increased in intensity. Diagnostic results: on an unspecified date, she underwent hysterosalpingogram test. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-sep-2017: summons received: case became potentially legal, event pelvic pain updated to incident and action taken with drug updated to drug withdrawn. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/gradually increased in intensity") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included menses irregular, abdominal pain, leg pain, breast pain, menstrual disorder, chronic cervicitis, adenomyosis, uterine bleeding and dysmenorrhea. On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced mood swings ("mood swings"), migraine ("migraines") and headache ("headaches"). In november 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In november 2011, the patient experienced burning mouth syndrome ("burning mouth syndrome/ burning mouth disease"). In december 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In june 2013, the patient experienced periodontal disease ("dental problems: periodontal disease"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased bleeding during menstruation/gradually increased in intensity"), middle insomnia ("sleep disruption") and fatigue ("fatigue"). The patient was treated with lidocaine, povidone-iodine (mouth wash), mouth wash and surgery (plaintiff underwent laparoscopic hysterectomy(full) and bilateral salpingectomy on 12-13-2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, mood swings, bladder disorder, urinary tract disorder, migraine, headache, periodontal disease and middle insomnia outcome was unknown and the burning mouth syndrome and fatigue had resolved. The reporter considered bladder disorder, burning mouth syndrome, fatigue, genital haemorrhage, headache, menorrhagia, middle insomnia, migraine, mood swings, pelvic pain, periodontal disease and urinary tract disorder to be related to essure. The reporter commented: upon information and belief; after this procedure, she underwent the required hsg procedure. On unspecified date she began to experience pelvic pains and increased bleeding during menstruation. Those symptoms started out minor and gradually increased in intensity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: placed correctly.. Pathology test - on (B)(6) 2011: gross description: received labeled "kurpfnsky" and uterus, cervix, and bilateral fallopian tubes is a hysterectomy specimen consisting of uterus with attached bilateral fallopian tubes and detached cervix. The uterus is previously opened. The uterus and cervix is 9.5 x 6 x 5 cm and 90 gm. The serosa is gray and smooth. The 3.2 cm wide cervix displays gray and smooth ecto-cervical mucosa surrounding centrally located 0.6 cm wide os. The endocervical canal is by gray partially rugated mucosa. The endometrial cavity is lined by soft endometrium. A coiled, metallic, sliver-colored material is present in the proximal portion of both fallopian tubes extending into the cornua.. Ultrasound pelvis - on (B)(6) 2011: impression: normal pelvic ultrasound.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Event added: mood swings, abnormal bleeding (general), bladder or urinary problems or changes, migraines, headaches, dental problems: burning mouth disease/ burning mouth syndrome, periodontal disease, fatigue, sleep disruption. Event outcome was updated for the event: burning mouth disease and fatigue. Concomitant and historical conditions were added. Treatment drugs were added. Lab data was added. Lot no. Was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.